Event description:
It was reported that the device was used during an unknown procedure. The device misfired and the jaws froze in an open position. Required the surgeon to remove the entire trocar to remove the device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Anvil. The analysis found that one (B)(4) device was received with the anvil deck damaged and with a blue cartridge reload loaded on the device. In addition an xcel trocar was on the device. One possible cause for the damage to the anvil may be that the device was clamped over an excess of tissue causing the knife to break through the anvil. This will cause the knife disengaging from the anvil thus the knife will not be able to fully return to the home position resulting in the device not opening. The device was disassembled to verify the internal components and the closure trigger top was found damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.